Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, several episodes of automatic mode switches (ams) due to atrial lead noise was observed. The physician decided to not take further action and the patient was stable with no adverse consequences.